Event description:
This distributor is reporting that their customer has had two of these devices shock patients. They complained the intensity drops to zero, the devices lock up, and they have to shut them off to reset them. Their electrodes do not fit well onto the lead wires, along with the patient shocks. The patient involved with this event told the doctor he was burned. This patient is reported as having felt a shock during treatment, and discomfort after treatment. This patient did seek medical attention for this injury, but is reported as never coming back to this physician's office. The device involved with this event was returned to compass health brands and evaluated on 8/4/2017. The customer's complaint could not be duplicated. The returned device was tested for product performance, and determined to fall within the manufacturer's specifications, as defined in the product's user manual.